Event description:
A spectrum territory manager reported an end user experienced an issue when using a can 5f dl bioflo pasv PICC nursing tray. It was reported that there was a crack in the PICC line, at the clear tubing just below the pasv hub. The PICC was removed and replaced. The patient did not experience any adverse effects or harm because of this incident.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint of fracture/hole in extension leg tubing was not confirmed since no product was returned for evaluation. Without receiving product for evaluation a root cause for this event cannot be determined. Handling damage to the PICC extension leg tubing during device use (i.e. Damage from scissors during changing of dressing) is potential root cause for this event. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: directions for use (dfu) that is supplied with this device contains the following statements: warnings: do not use if package is opened or damaged. Do not fully insert catheter up to suture wing. Do not use sharp objects to open package as damage to the device may occur. If catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).